Event description:
I received the essure device and an ablation on the same day. I was told this was safe. I was told wrong. Have had premature baby at (B)(6) this put us both at life threatening risk in 2014/2015. Have had to remove my gallbladder. My teeth are giving me problems. Headaches, weight gain, legs swelling, ovarian cyst, bladder infections, stomach tightness, high blood pressure, back pain.